Event description:
It was reported that during periodic checkup it was noted that the right ventricular lead had switched to unipolar. It was also noted that the lead had an undefined resistance and noise. X-ray showed suspected fracture around the anchor sleeve. The lead was turned off and the patient will be checked in 3 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.